Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR. #: 2134265-2011-00298. It was reported that during a percutaneous coronary intervention (pci) procedure, difficulty positioning occurred. Vascular access was obtained through the femoral artery. The lesion being treated was a 60-70% instent restenosis, located in a non tortuous left mid circumflex (cx) artery. The physician attempted to dilate the lesion with the 3.75mm x 20mm quantum maverick balloon however; the balloon 'tended to watermelon'. The physician advanced a 3.5mm x 15mm flextome cutting balloon to mid stent. The balloon was inflated to 10-11atms and deflated with good result. The 3.5 x 15 flextome balloon was then moved to the distal edge of the stent. The balloon was inflated to 6atms and ruptured, and a dissection was noted. The balloon was deflated and removed from the patient. The vessel dissection was treated by ballooning twice to 6atms with an unspecified 3.5 x 20 balloon catheter. No further patient complications were reported and the patient's status is fine.